Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that since implant patient had terrible anxiety and was constant, which made her ¿feel like she wants to shoot herself¿. It was indicated that patient had anxiety before implant but was not every day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that that the patient did not have concerns with their device or therapy and they received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was also reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. An appointment date of 2014-(B)(6) was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was indicated that health care provider (hcp) stated they were not aware that the patient had been experiencing anxiety and was new to hcp.